Manufacturer narrative:
The recipient was reimplanted with another cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device reportedly will not be returned to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient uses the device. The recipient will be monitored per center protocol. This is the final report.

Event description:
The recipient is reportedly a poor performer. A review of the recipient¿s test data indicated impedance issues.